Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted lobectomy procedure, the device was able to be used normally till the third firing, however on the fourth firing when the reload was attached, the error of handle initial failure displayed on the screen and the device was unable to be used. The surgeon then used another device handle and shell to resolve the issue in order to complete the case. The reported handle was removed from the shell, when the green buttons on both sides were pressed and held for 10 seconds the screen returned to normal, but when the handle was inserted into a new shell again for a trial, the error was indicated on the display again, so the products were reported to be defective. There was no patient injury.